Event description:
The customer reported that the machine is displaying an overload fault error message. This error message will likely cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer canceled the service call.